Event description:
It was reported that the left ventricular (lv) lead exhibited a low impedance after the implant of a new device. The lead was programmed to three other configurations which were not usable due to high thresholds and no capture. No programming changes were made and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtpb2d1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.